Manufacturer narrative:
This complaint is a duplicate of MFR report # 1213809-2019-00314. Please consider this MDR cancelled.

Event description:
This complaint is a duplicate of MFR report # 1213809-2019-00314. Please consider this MDR cancelled.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had missing scale markings. The following was reported. "Material no.: 309657. Batch/lot: 8213794. It was reported that this product is missing scale markings. Customer text: while searching for affected product in our inventory, we came across an affected item that was not listed in your original recall notification. Lot number 8213794 for 309657 is also missing scale markings."